Manufacturer narrative:
Additional information indicated that prior to inserting, the devices were (enterprise or microcatheter) not damaged, and all the products were prep per (IFU) instruction for use guidelines. The user was trained to utilize the product. Neither the enterprise distal tip nor the microcatheter was re-shaped. During insertion, the tuohy was closed to secure the introducer and allow passage of the stent. A constant and dedicated flush was maintained at all times through the systems. The issue was that the enterprise system could not be advanced through the shaft. The reported event occurred after the enterprise stent was fully introduced in the microcatheter. However, the microcatheter was not kinked, bent or have any other issues. During the event, the stent remained in the microcatheter. The target site was lost due to the reported event. Both products will be returned for analysis. The patient's demographics were unknown, and the admitting diagnosis was wide neck aneurysm. The product was returned for analysis, but the evaluation and testing have not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2009-00111.

Event description:
During a coil embolization procedure assisted with an enterprise stent, the enterprise delivery system was stuck within the prowler select plus microcatheter when it was operated inside patient's body. Then the physician removed both devices together (as a unit), and changed to use other similar devices to complete the procedure. The device will be returned for investigation.